Event description:
It was reported that during a percutaneous coronary transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous proximal left anterior descending coronary artery. The physician inflated the 8x5.0 mm quantum maverick mr balloon catheter an unspecified number of times using an unspecified number of atms; however, the balloon ruptured. The procedure was successfully completed with a different device. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
(B)(4).